Event description:
It was reported that the pump's usb port was damaged and loose, resulting in difficulties charging the pump as the charging cable would be loose within the port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.